Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3299577 (mfg. Date shows (B)(4) units were mfgd., tested, inspected, and released in august 2016 citing no exception documents. Visual analysis: 1/26/2017 -1/30/2017 - received: one used 081-ch3034-c, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; lot# 3299577. One used ch-10 bag spike, clave lot# unknown, one used IV bag 50ml, one used non-ICU admin set. Connection setup: IV bag -- ch-10 -- 081-ch3034-c -- admin set. The spiros was confirmed to have an internal leak. . Functional testing: the IV bag was removed and the rest of the fluid circuit was pressure tested leakage near the half seal was observed in the spiros of the 081-ch3034-c assembly. The spiros was disassembled with the following observations: half seal: assembled upside down in the body. Body: no damage or anomalies. Poppet: no damage or anomalies. Final analysis summary: the complaint of 081-ch3034-c leakage at the spiros was confirmed. The leakage was the result of the half seal being assembled upside down. ICU medical is analyzing this rare anomaly and will continue to monitor and trend.

Event description:
Complaint rec'd reporting leakage issues with use of one (1) 081-ch3034-c, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; lot# 3299577. The report states, the fluid leaked from a spiros or a lock luer. There were no adverse patient consequences reported.